Manufacturer narrative:
The initial report for this event was reported to the FDA on time, however the importer report was accidently not submitted with the initial. We apologize for the late reporting of this importer report. The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported on may 18, 2024 that during a laparoscopic appendicectomy case, the bits from the inside of sheath of a surgical instrument [ yohan] from tray accidently fell off and broke into the patient abdomen. It was noticed immediately as it broke into two pieces. It was retrieved back immediately and to re-confirm, an x-ray was taken at the end of surgery before closure, no bits were found inside and the whole team was happy.